Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain / abdominal pain'), neuralgia ('nerve pain / right arm started bothering') and paraesthesia ('tingling') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included gabapentin for pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), neuralgia (seriousness criterion medically significant), paraesthesia (seriousness criterion medically significant), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue") and rash ("excessive rashes"). The patient was treated with surgery (5 surgeries on my left arm to the fix nerve pain and to remove her essure / hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic discomfort, menorrhagia, tooth disorder, dyspareunia, migraine, fatigue and rash outcome was unknown and the neuralgia and paraesthesia had not resolved. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, neuralgia, paraesthesia, pelvic discomfort, rash and tooth disorder to be related to essure. Concerning the injuries reported in this case the following events were reported via social media: my right arm started bothering me at the beginning of year and even though I've had a hysterectomy, my left arm to the fix nerve pain, tingling. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-oct-2019: social media received. Concomitant medication added. Events 5 surgeries on my left arm to the fix nerve pain and tingling were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 24-sep-2016 who had essure (fallopian tube occlusion insert) inserted for permanent sterilization on (B)(6) 2013. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, excessive dental problems, pain during intercourse, excessive migraine headaches, chronic fatigue, and excessive rashes. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve them. On or around (B)(6) 2015, plaintiff underwent a hysterectomy to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain (increasingly severe pain). She underwent hysterectomy to remove her essure coils 2 years after placement. This event is anticipated according to reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up 14-nov-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain (increasingly severe pain). She underwent hysterectomy to remove her essure coils 2 years after placement. This event is anticipated according to reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.